Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level exceeded 500 mg/dl and the continuous glucose monitor read "high". The customer addressed the issue by giving a correction injection via multiple daily injections. Reportedly, the customer changed the infusion set and cartridge, and resumed insulin use.